Event description:
It was reported the customer received a compromised force sensor system alarm. It was also found the customer was unable to exit from the preparing to prime loop. Customer's blood glucose was 297 mg/dl. Troubleshooting found the customer's drive support cap was protruded. Customer stated they did not press on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.